Event description:
On (B)(6) 2014, power glide was inserted by a nurse named t. That is newer to placing power glides. Patient was involved and the nurse could not get the catheter removed without intervention from a physician. The catheter was sheared. The catheter did not embolize into the patient, it was stuck in the subcutaneous tissue. The physician did a cut down procedure to remove the sheared catheter.

Manufacturer narrative:
The complaint of a break in the catheter is confirmed and will be considered user related. Gross and microscopic examination of the catheter reveals a severance in the catheter. The catheter was returned in two sections. Magnified views of the distal end of the proximal section shows an irregular edge with a broken rough veneer over approx one-half of the circumference of the distal edge. The remainder of the circumference has a rounded edge with a glossy, smooth veneer. These same traits and characteristics are observed at the proximal end of the distal section. Two broken ends of the catheter were mated together and revealed a close match. During the placement procedure the introducer needle may have initially perforated the catheter or during recannulation partially cut into the tubing wall during the placement procedure. Once the tubing was compromised the resulting break in the tubing was due to blunt force such as tensile break. Two other damage sites were observed during microscopic examination. A partial puncture site was observed and is located just distal to the break site. A blood residue is seen within protrusion of the tubing. The puncture is seen as a small slit and is "v" shaped. Viewing the puncture site the tubing material protrudes outward from the outer wall of the catheter. This indicates an exit site rather than an entry site. It appears the user has inadvertently revealed slight buckling in the tubing distal to the break site. A microscopic examination of the distal tapered tip reveals a small split in the catheter material. The split traverses curling around the od of the tubing beginning at the orifice of the tapered tip.